Manufacturer narrative:
It was reported that the patient was experiencing power switching events. The controller and six batteries and a controller were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and the controller was stable. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. Heartware has opened an internal investigation evaluate momentary disconnections between the controller and batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4).

Manufacturer narrative:
Other device involved in this event: (B)(4) - battery / catalog number 1650de / expiration date: 10/31/2016. UDI #: unk. Not returned to manufacturer. (B)(4) - battery / catalog number 1650de / expiration date: 10/31/2016. UDI #: unk. Not returned to manufacturer. (B)(4) - battery / catalog number 1650de / expiration date: 10/31/2016. UDI #: (B)(4). Device evaluation anticipated, but not yet begun. MFR date: 10/13/2015. (B)(4) - battery / catalog number 1650de / expiration date: 10/31/2016. UDI # (B)(4). Device evaluation anticipated, but not yet begun. MFR date: 10/21/2015. (B)(4) - battery / catalog number 1650de / expiration date: 10/31/2016. UDI # (B)(4). Device evaluation anticipated, but not yet begun. MFR date: 10/22/2015. (B)(4) - battery / catalog number 1650de / expiration date: 10/31/2016. UDI # (B)(4). Device evaluation anticipated, but not yet begun. MFR date: 10/21/2015. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to heartware. In addition, the user is cautioned to always have fully charged batteries and a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad nurse that the patient was experiencing "massive" events of  power switching. The controller was exchanged  and the batteries were replaced with no reported consequence or impact to the patient. No further information was provided.